Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and a result, replaced universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support to report a repeated recoverable error 32097. The technical support engineer (tse) reviewed the error logs and confirmed repeated 32097 errors reported by the acm (axes controller, motor) board inside universal surgical manipulator (usm) 2. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. In the system logs, the 32097 error was found followed by 31226 aurora link error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing on rolling loop, replicating the reported event. Once testing was completed, the rolling loop fibers were applied behavioral analysis (aba) tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis.the probable root cause is attributed to communication errors pertaining to the rolling loop fiber of the usm.

Event description:
Refer to h11 for follow-up information.